Event description:
It was reported that the customer was hospitalized with dka. The dr believes the problem is the pump. Technician began troubleshooting, but the customer's spouse had to go since the physician had arrived. Instructed to call back for further troubleshooting before the customer resumes pump therapy.